Event description:
The guidewire (533694c) within the corpac has a broken tip. The product was not clinically used in the patient.

Manufacturer narrative:
Several attempts to obtain the lot number for this product were made, however, the packaging was discarded, therefore, the information is not available. Additional information will be submitted upon 30 days of receipt.